Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated quality control data, which indicated results were within range. Ccc instructed the customer to clean the aliquot drain. The customer had declined service as the instrument was running without issue. On february 16, 2016 the instrument was un-installed from the laboratory. The cause of the discordant, falsely low bun is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant falsely low blood urea nitrogen (bun) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). A new aliquot from the same specimen was tested on an alternate instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low bun result.